Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issues nor with the s5 roller pump, nor with the cp5. The whole system was found to be working within specifications. However, the e/p pack, the concerned roller pump and the cp5 control panel were replaced by loan units. The serial read-out of all pumps used on the s5 system and requested and analyzed. Analysis confirmed the reported event and error codes were found to be stored in the micro-controller on the day of the event indicating disturbances on the can-bus. Based on the fact that the system was working properly and on preliminary analysis of serial read-outs of the pumps, it cannot be ruled out that the reported event had been caused by external interferences due to high frequency devices. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that before the ecc a s5 roller pump switched off for about 30 second and then switched on without any user action. Reportedly the same issue occurred 30 minutes later thus the user replaced the pump. Afterwards, during ecc, just after clamping, the centrifugal pump 5 (cp5) switched off by itself for about 1 minute and then switched on without any user action. Later on, the cp5 pump switched down definitively. The customer tried to toggle off and on its main supply but impossible to recover the pump function. Reportedly, the arterial flow stopped the first time for about 30 seconds and the second time for 1 minute 40 seconds. There was no report of patient injury.

Manufacturer narrative:
H10: livanova received communication that hand-crank was performed during surgery. Through follow up communication, it was learned that no further failure occurred on the concerned console. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the list of other devices used in the operating theater was provided. Through follow-up communication livanova learned that the no potential equalization cable is used by the customer. This is not in accordance with device instruction for use which prescribes that the s5 system must be connected to a potential equalization point for the safety of the patient/user and that the potential equalization cable must be connected in compliance with the applicable regulations.

Event description:
See initial report.

Manufacturer narrative:
H.10: in the previous supplemental report a typing error was done. In detail, 2500 was typed instead of 250. Please find below the correct statement: h.10: the s5 roller pump, the cp5 control panel and the e/p pack returned to the manufacturer site for further analysis. Two weeks simulation test and serial readout analysis were conducted revealing the following findings: ¿ visual inspection of each component did not reveal any damage ¿ performance evaluation was completed with no issue found. In detail, a long-term test (15 days) at maximum speed of 250 rpms was performed and no deviation occurred. Complaints database analysis revealed no similar event since e/p pack, cp5 and roller pump installation in 2015. Moreover, a review of all similar complaints worldwide was performed, and no adverse trend was identified. Possible root causes of reported event are the following: ¿ external interferences from high frequency devices occurred at hospital facility that led to a can bus interruption (user missing to follow IFU regarding the use of the equalization cable may have contributed to the issue). ¿ a can bus interruption caused by an intermittent hardware malfunction that did not occurr during the evaluation. As per equipment maintenance interventions prevention the power supply and the ups module will be replaced.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H.10: the s5 roller pump, the cp5 control panel and the e/p pack returned to the manufacturer site for further analysis. Two weeks simulation test and serial readout analysis were conducted revealing the following findings: visual inspection of each component did not reveal any damage performance evaluation was completed with no issue found. In detail, a long-term test (15 days) at maximum speed of 2500 rpms was performed and no deviation occurred. Complaints database analysis revealed no similar event since e/p pack, cp5 and roller pump installation in 2015. Moreover, a review of all similar complaints worldwide was performed, and no adverse trend was identified. Possible root causes of reported event are the following: external interferences from high frequency devices occurred at hospital facility that led to a can bus interruption (user missing to follow IFU regarding the use of the equalization cable may have contributed to the issue). A can bus interruption caused by an intermittent hardware malfunction that did not occur during the evaluation. As per equipment maintenance interventions prevention the power supply and the ups module will be replaced.